Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted one day after implant because of a 'connector failure'. Further information indicated that 'the physician set the set screw too tight and it broke, so he decided to explant the ipg'.